Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales rep to our local affiliate (B)(4). This case involves a pt who was injected with poly-lactic acid (sculptra) for unspecified indication; dosage nos. Treatment dates were (B)(6) 2005 and (B)(6) 2006. Relevant medical history and concomitant medication information were not mentioned. The physician reported that the pt received three applications of poly-lactic acid and experienced nodules. In the first application, the pt denied previous treatments of nasogenian sulcus and oral commissures. The pt denied using siloxane (dns) at the application site previously, however, the physician has suspicion. Four months ago, ((B)(6) 2007), the pt began to develop nodules. In response to adverse event, the pt's physician has been using standard procedures (nos). At the time of report, the pt's adverse event continued. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided.